Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during rewind. The customer's blood glucose was unknown at the time of incident. The customer stated they also received a motion sensor test failure alarm and was not able to troubleshoot due to the motor error alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic field. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. No alarm error alarm noted during testing. The insulin pump was unable to perform displacement test due to motor error alarm. No cosmetic damage noted.